Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. Due to tortuous anatomy, the tricuspid valve annulus could not be crossed from right sided access. The approach was switched to left access; however, the capsule was unable to be retracted. After unsuccessful attempts from both right and left access using the same system, a new system was selected for internal jugular (ij) access. Minor kinks were noted on the integrated sheath. No patient injury occurred.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, and h11. Additional information received reported there was nothing unusual during prep. There was difficulty experienced during device insertion due to tortuosity. The issue was first experienced during left access at capsule gap. However, the outer capsule was able to be retracted when tested after removal. The internal jugular access was completed without issue, and the patient was reported to be stable and subsequently discharged. The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.